Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under the keypad contacts that had not been reported by the user. This report is made based on the results of an investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: the black box showed no evidence of the alleged short battery life. Performed pump rewind, load, and prime with no loss of power. No corrosion or cracks in the battery compartment or on battery cap. Battery cap measurements were within specification. Removed pump from case, inspected power circuits. Unrelated to this complaint, the up and down buttons were intermittently responsive. Removed keypad and found contamination under contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.